Event description:
P-waves measure 0.4 and sensitivity is programmed 0.3mv. Potential for atrial under sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).